Event description:
It was reported that the patient experienced pain and discomfort after the device was implanted in a robotic sacrolpopexy. Within 12 weeks of original surgery patient requested removal of devices.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore the device history record could not be reviewed. (B)(4).